Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey, two patients experienced a broken suture. Five patients experienced a bent needle. Ten patients experienced a dull needle.